Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse tested unit and was able to reproduce the error. Upon inspection noticed the compressor wouldn¿t turn on. The following repair attempts were made: replaced compressor, motor control board, regulator, and drive manifold with reservoir assembly. None of the previous repairs made a difference. The unit would shutoff when I attempted to turn on the compressor in service mode. Then replaced the front end board and backplane board with no result. Attempted a software b14 upgrade and completed. Once I powered it back on the cardiosave only displays maquet on both screens and alarms failures f0 and fa. Replaced executive processor board and still no software appears.   A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that prior to use on a patient, upon powering up the cardiosave intra-aortic balloon pump (iabp) alarmed "electrical failure #3". There was no patient involvement and no adverse event was reported.

Event description:
It was reported that prior to use on a patient, upon powering up the cardiosave intra-aortic balloon pump (iabp) alarmed "electrical failure #3". There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The customer received a permanent replacement for this iabp; the defective iabp will be repaired and used as a demo unit.